Event description:
Caller reported an issue with the cgm, specifically error 42. There was no adverse impact to the customer's blood glucose level. The customer successfully resolved the issue after receiving instructions from technical support to reset the pump, and the sensor session was started without further problems.